Manufacturer narrative:
(B)(4). The rt345 adult dual heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt345 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.